Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. If additional relevant information is received, a supplemental medwatch will be filed reference internal complaint cpt-00192093

Event description:
It was reported the physician completed a myosure procedure for uterine tissue removal on (B)(6) 2018 and noted "metal shavings left inside the cavity after cutting for some time". The doctor chose to use a 2nd device to complete the procedure and attempt to remove all of the metal that was visible". The patient was transferred to the intensive care unit (ICU). It is unknown what further intervention was required and when the patient was discharged. We have been unable to obtain additional information surrounding this event.